Event description:
The customer reported, the system intermittently fails to boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the ipc board. System operates as intended. (B) (4).